Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was complated and reviewed. Analysis confirmed the reported observation. The noise was attributed to insulation damage of the lead.

Event description:
Boston scientific received information that that this right ventricular (rv) lead was explanted due to producing noisy signals. No additional adverse patient effects were reported.